Manufacturer narrative:
Correction/removal number: 1627487-07262012-002-r. This ipg serial number is included in field advisories. Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
The patient reported that her scs system prematurely stopped charging and working over a year ago. As a result, the patient started using an alternate therapy (h wave). In turn, the ipg probably is inoperable. An sjm representative will meet with the patient at a later date to evaluate the system.